Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor seal was detached from the chassis. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) sensor seal was detached from the chassis. No related alarms found in event history. No relevant service history was found. Visual/functional testing was performed. Found the dso seal was falling off. Replaced dso seal. Device passed all testing after repairs.